Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. Ge representative adjusted the 5 volt power supply as a precautionary measure. The system operates as intended.

Event description:
The customer reported the system intermittently will not display an image. No patient injury was reported.